Manufacturer narrative:
Subsequently during the procedure, the patient was also bleeding from the dilation path which was treated with a coagulation agent (submission report 3003477176-2023-00001). The physician commented that the patient lost 250ml of blood during the procedure. The patient's left implant device was not implanted due to a urethral perforation which was resolved without medical intervention. During the process of applying the coagulation agent with a needle, the right-side implanted proact device was damaged and removed from the patient. At this point the physician determined that the procedure could not be completed due to the damaged implant, however the patient will return at a later time to re-attempt the proact implantation procedure. Uromedica complaint (B)(4).

Event description:
Excessive bleeding at the incision sites during a proact implantation procedure. The physician treated the excessive bleeding by cauterizing the edges of the incision sites prior to performing dilation with the uromedica sharp trocar.